Event description:
It was reported that after implant the patient was healing and the incisions had scabbed, but then bled really bad when the gauze was taken off two weeks later and it wouldn¿t heal. About two to three weeks after implant he was lying on his right side and reached back and felt some clear stuff and then ¿all of a sudden¿ the scab would get wet and come off. He was then taking antibiotics, something that started with a ¿c,¿ for about a week but had an allergic reaction and began experiencing ¿withdrawal symptoms¿ like scratching himself and rubbing his hands. The doctor told him to stop and he started taking different antibiotics (bactrim) again this last tuesday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6)-2015.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).